Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to suspected metallosis. In the revision surgery, the omni arc stem, neck and 28mm dia +3.5 head were revised and replaced with non-omni product. A serf liner was also replaced and revised to a new product of the same size.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted device revealed no deviation from process of non-conformity of product that would have caused the adverse event. The device returned to omni on 03/12/2015 and evaluated on 03/18/2015.